Event description:
Device issue: carving/incomplete sheath splitting/clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during advancement of the thumb advancer resistance was felt. Carving and incomplete sheath splitting had occurred. An attempt to deploy the clip was made; however, when the device was removed from the vessel the clip was found in the end of the sheath. Hemostasis was achieved using manual compression for approximately 10 minutes. There was no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.